Manufacturer narrative:
The company rep observed that there was an electrical test failure code #58 (power-up vent test failed) stored in the error log. He replaced the drive manifold assembly ((B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp alarmed electrical test failure code #58 (power-up vent test failed). The iabp was not replaced and therapy was initiated. No patient injury was reported.